Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams intepro y-mesh - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. It was also reported that the plaintiff experienced stress urinary incontinence and urinary frequency. The device remains implanted. No further patient complications have been reported in relation to this event.